Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A dispatch for a field service engineer has been cancelled; however, this is a duplicate service request. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not turning on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.